Manufacturer narrative:
On 3/3/2020, mentor became aware that the deflation side was left. The patient had left side deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 14, 2020, device evaluation was completed. Device evaluation summary: during the visual evaluation of the device, no apparent damage was observed. Leak testing was performed in accordance with mentor's procedures. There were no leak sites confirmed. Unfortunately, after a thorough analysis we were unable to confirm your reported event. If additional supporting documentation (i.e., post op device photos, videos, and / or pre-operative scans), the investigation will be re-opened for further analysis and supplemental report will be submitted. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that patient also experienced, right side capsular contracture; baker grade unknown, breast ptosis, and asymmetry. As a result, patient underwent bilateral explantation and replacement with allergan devices. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 3/10/2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent primary breast augmentation with a 375cc mentor smooth round moderate plus profile and was presented with breast implant deflation on her right side postoperatively. As a result, the device was explanted, and replaced on (B)(6) 2020.